Event description:
Patient reports pump dispensed insulin during load cartridge phase.

Manufacturer narrative:
Recall #2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. Evaluation revealed an out of calibration force sensor and a damaged force sensor assembly. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Unrelated to the complaint, a cracked battery cap was observed during investigation. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Evaluation also found that keypad buttons were intermittently responding to presses. The keypad was removed and contamination was found under the button contacts.